Event description:
It was reported that the customer had a no delivery alarm when priming. The customer's blood glucose level is 227 mg/dl. Customer states there was air bubbles in the infusions set. Troubleshooting was performed and advised customer to clear the alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.